Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. In previous report, recall (z) number was incorrectly reported. In this report, recall (z) number has been updated correctly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation, labored breathing, and fast heart beat. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation, labored breathing, and fast heartbeat. There was no report of serious harm or injury. The device was returned to a manufacturer service center. The technician confirmed particles in the air path during the device evaluation. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d, device serviced by 3rdp, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg. Has been updated. In box h6: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.